Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Using proper aseptic methods, remove catheter from package. Prepare patient per hospital/nursing recommended procedure. Proceed with catheterization using standard techniques. Inflate the balloon with sterile water to the volume stated on the inflation lumen of the catheter by using a water-filled luer tip syringe. Connect catheter to collection container. To deflate the balloon, gently reinsert the luer tip syringe into the valve and aspirate". (B)(4).the device was not returned.

Event description:
It was reported that the catheter was not draining and leaked around the meatus. Per medwatch: the patient only had 10 ml of urine output in four hours. While repositioning the patient, it was noted that the chux under pad and pillow were saturated with urine. It was noticed that the urine was coming from around the catheter whenever the patient was turned or coughed. The patient's bladder was scanned for 25 ml. It was decided to remove the catheter. Upon deflation of the balloon 12 ml of water was removed from the balloon. After removal of the catheter and before placing the new one, the patient urinated about 150 ml. The new catheter was replaced and patient had immediate return of 850 ml of clear yellow urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter was not draining and leaked around the meatus. Additional information has been requested.